Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 65-year-old male was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella cp placement when securement of repo sheath significant bleeding at access site was noted. Md applied forward tension sutures; proper angle matching & synched down perclose slightly. Bleeding resolved and no further hematoma noted.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by angle matching and forward tension as there was lack of angle matching/forward tension sutures. The following have been reported incorrectly or missing from manufacturer device report. D4 model number. E4 should have been blank.